Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No button error alarm noted upon testing. No prime/fill anomaly noted during testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during priming. Customer stated that insulin pump's button's sticking and changing battery more frequently. No harm requiring medical intervention was reported. The device will not be returned for analysis.